Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia and postprandial lows while using the ilet with a dexcom g7, with contributing factors including inconsistent meal announcements, announcing low- or no-carb meals, intentional use of ¿less than¿ meal announcements, deliberate bedtime carbohydrate loading, and overtreatment of lows; the device was factory reset to address maladaptation of learned dosing. Symptoms included low blood glucose requiring oral carbohydrate treatment. Outcomes included user concern about nighttime safety and the need for troubleshooting and education. Investigation included clinical review of cgm reports, user interview, and troubleshooting with education on appropriate meal announcements, spacing meals, low treatment targets, avoidance of intentional glucose spikes, and supply changes with high alarms. Investigation of this case revealed that automation learning was adversely influenced by inconsistent and intentionally inaccurate meal announcements and by behavioral responses to lows and bedtime hyperglycemia, leading to inappropriate insulin delivery estimates that warranted a factory reset and retraining. It was concluded, based on previously established findings for similar reports, that the cause was user training and use error leading to algorithm maladaptation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.